Event description:
It was reported that the right ventricular (rv) lead pacing impedance was out of range and the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.